Event description:
Patient was unable to receive their test strips to test their glucose. Due to the patient having gestational diabetes. (B)(4); reported by hcp did not consent to follow up all available information is provided in this report no further clarification is available.